Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure, the physician used an endeavor drug eluting stent and a driver bare metal stent to treat the rca. A non medtronic stent was also used to treat the rca. It was reported that approximately 34 months following the index procedure, the patient died. It is unknown if the death was related to the study device. Cause of death is unknown.

Event description:
Cause of death reported as pneumonia. Death assessed as non-cardiac. Investigator has assessed that the event was not related to the study device.